Manufacturer narrative:
Batch review performed on (B)(6)2023 lot 2217243: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other device involved: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot 2246667: (B)(4) items manufactured and released on 30-jan-2023. Expiration date: 2028-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
After the primary hip surgery, in post-op recovery, the patient suffered a joint luxation. The surgeon revised the cup, liner, and head. The surgery was completed successfully.